Manufacturer narrative:
No samples returned. We could not confirm the reported issue. The presence particles of lubricant in the fluid path has been evaluated by bd. The polypropylene used has passed all the biocompatibility tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Should any lubricant particles enter the fluid pathway then the risk to the patient based on toxicological or physical occlusion of blood vessels is deemed as negligible and clinically insignificant. Conclusion: based on an evaluation of severity and occurrence it was determined that a corrective action is required at this time. CAPA # (B)(4) was opened to prevent the recurrence of this issue.

Manufacturer narrative:
(B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1705174, medical device expiration date: 04/30/2022, device manufacture date: 05/08/2017; medical device lot #: 1705133, medical device expiration date: 04/30/2022, device manufacture date: 05/08/2017; medical device lot #: 1705202, medical device expiration date: 04/30/2022, device manufacture date: 05/23/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the discardit¿ ii syringe w/o needle small flakes of white plastic were discovered in the barrel of the syringe with associated pitting of plunger surface and fraying of plunger edge there was no report of injury or medical intervention.